Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon places the second clip on the cholangiogram catheter then the third clip malfunctions. There is a clicking noise, the clip jams and then falls out of the jaws into the patient. The clip had to be retrieved using a grasper. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(6).